Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access balloon catheter was used to treat the cephalic arch of the left arm. Approximately 8 months post procedure the patient suffered from thrombosed access of the hemodialysis fistula. It was reported that the patient's av access was clotted. The event was treated with a thrombectomy using pharmacologic thrombolysis in conjunction with mechanical thrombectomy. Stenosis was noted during the shuntagram which was treated with an angioplasty. The primary lesion was noted to be the distal non cannulation zone segment. No drug coated balloon was used during the procedure. No residual stenosis was present after treatment. The patient recovered. The ae was assessed as probably related to an underlying condition or disease.